Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, it was reported that a medstream pump (catalog 91-4200/lot cpjc68, serial number (B)(4)) could not communicate with the control units to identify the amount of medication that is left in the pump. The pump was emptied and filled with saline. The pump had been implanted on (B)(6) 2107 and the event occurred on (B)(6) 2017. Information about the medication that was in the pump was not provided. It was reported that the patient may need re-operation and replacement products. The patient¿s health status was reported as stable.

Manufacturer narrative:
As reported by a healthcare professional, it was reported that a medstream pump (catalog 91-4200/lot cpjc68, serial number (B)(4) could not communicate with the control units to identify the amount of medication that is left in the pump. The control unit indicated "pump communication has failed". The system was troubleshooted and it appeared that the failure was related to the pump, not the control unit. The pump was emptied and filled with saline. The pump had been implanted on (B)(6) 2017 and the event occurred on (B)(6) 2017. Information about the medication that was in the pump was not provided. The patient¿s health status was reported as stable. Multiple attempts to obtain additional information and determine if the pump was replaced were unsuccessful. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event could not be confirmed without product return for analysis. Pump hardware failure and failure to communicate with the pump resulting is cessation of drug therapy is a known potential event associated with the medstream pump. This can result in delay of treatment, withdrawal symptoms and need for surgical removal of the pump. It was reported that the patient was stable; however, information about how the patient was treated or if the device was replaced could not be obtained. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received 10/19/2017: the control unit indicated "pump communication has failed". The system was troubleshooted and it appeared that the failure was related to the pump, not the control unit. It is unknown if the pump will be replaced. Additional information will be submitted within 30 days of receipt.